Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was noise oversensed by the right atrial lead. The patient then presented to clinic on (B)(6) 2021 where the noise was replicated and confirmed. The lead was capped and replaced on (B)(6) 2021, and the patient was in stable condition.